Event description:
It was reported that a foreign object was found in a kwikvial container. The issue was identified before use. No patient involvement.

Manufacturer narrative:
Complaint received from pharmacy supervisor that a screw was found in a sealed kwikvial container. The foreign object was detected prior to administration. No patient involvement. The customer has been requested to forward the device for evaluation. Preliminary investigation suggests that the screw was from manufacturing equipment used to process the containers. Batch record review was conducted; no deviations or non-conformances related to this type of incident were described. No other complaints related to this type of incident have been reported.